Event description:
The customer alleges there is no resistance with the syringe. Another syringe was obtained. No patient injury reported.

Manufacturer narrative:
(B)(4). The customer reported there was no resistance with the lor syringe. The customer returned one plastic lor syringe and lidstock. The syringe was visually examined with and without magnification. Visual examination of the syringe revealed that the syringe e appears typical with no observed defects or anomalies. A dimensional inspection was not required as a part of this complaint investigation. Functional testing was performed on the returned syringe using the lab leak tester (c05176) per the parameters in amrq-000155 rev. 3, section 7.2-leakage. Water was aspirated into the syringe to the 5.6 ml mark and the syringe was inverted to remove any air from the barrel. The tip of the syringe was then connected to the lab leak tester via tubing and pressure was applied. The syringe was tested at 10psi for 10 seconds. No leaks were detected. Water was removed from the syringe to the 1.4ml mark and the syringe was inverted to remove any air from the barrel. The tip of the syringe was then connected to the lab leak tester via tubing and pressure was applied. The syringe was tested at 10psi for 10 seconds. No leaks were detected. The returned lor syringe was also compared to a lab inventory syringe by sliding the plunger into the barrel of the syringe. The resistance of the returned lor syringe was comparable to the lab inventory syringe. A device history record review was performed on the lor syringe with no relevant findings. No corrective action needed at this time since no issues were found with the returned sample. The reported complaint of no resistance with the syringe could not confirmed based on the sample received. The returned lor syringe passed functional testing including a leak test. A device history record review was performed on the lor syringe with no evidence to suggest a manufacturing related issue. There were no functional issues found with the returned sample.